Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported the female patient was on impella cp support. While on support, the patient developed ischemia in the impella leg. The impella was explanted.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Corrections to the initial MFR report: d4-UDI number updated. G1 MDR reporting contact email.